Event description:
It was reported that during a neurovascular stroke case the physician was using an aristotle 24 guidewire when the guidewire frayed inside of the patient's brain. The physician attempted to remove the broken wire by using suction as well as a solitaire stent retriever but was unsuccessful in these attempts. After all the suctioning the clot was successfully removed while using another guidewire. The physician used 4 stents and stented the broken portion of the aristotle 24 guidewire to the side of the vessel. The physician did not note any complications with the patient's vasculature and noted the guidewire just sheared off and they were unsure if the wire breaking was from jagged plaque or it getting caught on the microcatheter tip or something else. The patient was reported to be stable with no further complications following the malfunction and procedure.